Event description:
The consumer stated that experienced acute respiratory distress as a result of the fragrance within incontinence pads. The consumer indicated that she started using the incontinence pads several months ago and could taste the fragrance in her mouth while wearing the pads. She also stated that she noticed an increase in coughing and mucus production. She was taken to the hospital on (B)(6) 2013, after suffering acute severe respiratory distress. The consumer stated that she has a history of medical issues including asthma, hypertension and insulin-dependent diabetes. She is currently on medication for these issues. She also indicated that she has a mold issue in her home and is planning to relocate. She plans to follow-up with her pulmonologist to determine if she has allergies to the incontinence pad ingredients.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.